Event description:
A medtronic rep reported the 6.5mm cannulated tap seized inside the navlock array. The spinal fusion surgery was successfully completed with no impact to the pt.

Manufacturer narrative:
The pt demographic info is unknown at the time of this report. RMA issued. Replacement part shipped (B)(6) 2012. Investigation finds the tap has a ring of abrasion causing connection difficulties.